Event description:
Patient representative reported "patient was treated for seroma". Patient representative later reported "inflammatory process, encapsulation and seroma confirmed by MRI and us; patient noticed an increase in [their] breast and enlargement. Patient concern about recall, discomfort, feeling of swelling and pain." Healthcare professional later reported small breast cysts and capsular contracture, baker grade iii. Affected side is right. The device remains implanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The events of seroma and capsular contracture are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: seroma; capsular contracture, baker grade iii.

Event description:
Patient representative reported right side "seroma." Patient representative later reported "inflammatory process, encapsulation and seroma confirmed by MRI and us. Patient noticed an increase in her breast and enlargement. Patient was concern about recall, discomfort, feeling of swelling and pain." Healthcare professional additionally reported small breast cysts. Healthcare professional later reported capsular contracture baker grade iii. Device has been explanted.

Manufacturer narrative:
Visual analysis: visual analysis of the photographs identified: ¿ seroma: unable to observe since it is not related to the device. ¿ pain: unable to observe since it is not related to the device. ¿ inflammation/irritation: unable to observe since it is not related to the device. ¿ cyst: unable to observe since it is not related to the device. ¿ lymphadenopathy: unable to observe since it is not related to the device. ¿ anxiety - product/ procedure: unable to observe since it is not related to the device. ¿ capsular contracture: unable to observe since it is not related to the device. No further actions are required since no issue in the manufacturing of the device is observed. A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Device has been explanted.